Manufacturer narrative:
The batch review shows that it complies to the specifications. We do not known how long the line were in place and how it were secured on the patient's skin to avoid repetitive kinking. This is first complaint on this batch. We are waiting for the sample for investigation.

Event description:
The leader cath tube splited at the junction of the tube and it hub. Finally, the catheter was removed after several dressing changes. No patient outcome.